Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was giving an e6 error and the air pump came on automatically. Therefore, the reported condition was confirmed. It that determined that this was indicative of a worn out thermistor from repeated overheating of the device while in use. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was broken. During in-house engineering evaluation, it was observed that the device was giving an e6 error code. The event was not reported to have occurred during surgery. There were no delays in a surgical procedure as a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: please note that the incorrect date of manufacture (dom) was inadvertently entered into the initial medwatch report. Upon further investigation the correct dom has been obtained and entered in the section dom of this supplemental medwatch report.